Event description:
The iab was inserted into the pt on 5/9/97 at 4:05 p.m. The iab was removed on 5/9/97 at 9:30 p.m. After iabp for 5 1/2 hours. The iab did not malfunction. As a result of the event, the pt had an ischemic complication. (Event complications: the pt had an ischemic complication) -rpt'd 6/16/97. (Pt's current status: unk - rpt'd 6/16/97.)